Event description:
Customer called to report a clenz leak from the right side of the coulter lh 500 hematology analyzer. Customer could not locate the origin of the leak. On the same day, the field service engineer (fse) inspected the instrument and found that the leak came from a cut tubing line. The fse then replaced the tubing and tested the instrument to ensure that the services performed effectively resolved the issue. Customer stated that no one came in contact with the fluid. Also, no injury was reported, nor was medical attention sought. The leak was observed during instrument shutdown and there was no impact to sample results as a result of this instrument issue.

Manufacturer narrative:
(B)(4).